Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in "spectrum operators manual", which is shipped with every spectrum infusion pump device. For spectrum v6 and v8 software versions, if the drug is configured with a dose mode (non ml/hr) and the user enters a dose in the dose mode field, the rate (ml/hr) field is auto calculated and the cursor skips this field as the user confirms the programming. In order to access the rate (ml/hr) field, the user must use the up arrow soft key to move the cursor up until they reach the rate (ml/hr) field to make an entry. If the dose field is left blank, then the user can scroll directly down to the rate (ml/hr) field and make an entry. The dose field will be auto-calculated based on this value. Anytime the user enters a value in the rate (ml/hr) field and presses ok to confirm, a ¿ml/hr change¿ pop-up screen appears and the user is required to confirm entry in the ml/hr field. This is the safety feature available in the spectrum v6 versions. This feature is specific to drugs that are configured with a dose mode (non-ml/hr) and a user enters a value in the rate (ml/hr) field. Because it was reported that administration errors have been experienced with this specific mode there is a potential for the end user to enter numeric values into the incorrect field(dose or ml/hr field), therefore, it is likely the device would cause or contribute to a death or serious injury if the reported issue were to recur. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a user experienced administration errors on the spectrum pump when utilizing strength based dosing of heparin to program the device (rate, dose, and volume unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.